Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured. The instrument exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post, with all the pieces having been returned. This device has had an approximate field life of 5 years and 9 months with an unknown frequency of use. Device history record was reviewed and no discrepancies relevant to the reported event were found. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that broken a broken instrument was noticed broken when returning tray back to the distributor.